Event description:
On ((B)(6) 2013, the reporter contacted lifescan USA, alleging obtaining inaccurate erratic readings of "469 and 180 mg/dl" with the subject meter, performed within 20 minutes of each other. This complaint is being reported because the reported results did not meet lifesca's precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (08/07/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 2/1/2013 and 8/1/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(6) 2013 with the following findings: the primary issue could not be confirmed; however, a secondary issue of an er4 was observed with control solution testing. The meter associated with this complaint has also been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.